Event description:
In 03 a pt who had been jogging, complained of an asthma attach and collapsed. No bystander CPR was performed. This defibrillator was attached approx 10 minutes after collapse. The pt was pronounce at the scene. The customer reported that the unit did not operate properly. The first mciv did not contain incident information though it was used for 5 minutes before the crew switched to a manual mcm. Then, using the manual mcm, 4 shocks were given while the user saw flatline on the display during the charge cycle and the printout shows a very wide qrs with no definitive p or t wave. There was no CPR in progress.